Event description:
During a laparoscopic cholecystecomy procedure, the cautery cord (cable) approximately 3 inches from the cautery connector started to emit fumes and did not function properly. The cautery cable was changed and there was no adverse effect on the patient.